Manufacturer narrative:
Twenty incident lot samples were evaluated during this clinical investigation. All twenty incident and control lot samples performed as expected and no product issues were observed during the clinical investigation. This is the first complaint reported with regards this lot number. This incident and lot number will be monitored for future occurrences. Bd was unable to duplicate or confirm the customer¿s indicated failure (clotting) mode because the defect was not evident in the testing of the retention lot samples.

Event description:
It was reported that bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes were clotted.